Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an undisclosed location on (B)(6) 2023. The patient experienced 3 sensor inaccuracies in a ten-day period. This is the report for one event. The event occurred 7 days after sensor insertion, the sensor location was not specified. The patient had returned from a trip and had symptoms of diarrhea and vomiting. The omnipod insulin pump was running out of insulin, so her mother took her to the emergency room (ER) at 7:00 pm on (B)(6) 2023 for diabetes management of hyperglycemia symptoms. The patient uses the omnipod and her phone to display cgm values. At the ER a blood glucose check determined the bg was high, and no cgm values were provided. She was treated at the ER with insulin and fluids, and after her bg level stabilized, she was discharged around noon the next day (less than 24 hours). At an ER visit on (B)(6) 2023 for treatment of hyperglycemia and viral symptoms, the ER medical doctor told the mother he believed that the cgm had been inaccurate for the 10-day period leading up to on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.